Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power alarm. The customer was unable to rewind the insulin pump due to alarm. The customer did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was 79 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.